Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector cartridge.

Event description:
The physician reports that the crystalens tore, when delivering the lens using the staar surgical lens injector system. Implantation with a second crystalens was attempted, however, this lens also tore. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged iol, and suture the incision. A third crystalens was implanted successfully. Reference MDR # 2031924-2007-00268.